Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor (icm) exhibited failure to sense and an unspecified sensing issue. The icm recorded apparent pause episodes despite stable r-r intervals, resulting in false pause detections. Programming adjustments were made. The patient remained stable and will continue to be monitored.